Event description:
A center director reported a patient with stage two diffuse lamellar keratitis and foreign body sensation of the left eye, three days post lasik treatment. The topical steroids were increased and the patient was placed on an oral steroid. Upon additional follow up, it was reported the foreign body sensation resolved by five days post treatment. The patient was tapered off the topical steroid and the diffuse lamellar keratitis resolved 12 days post lasik treatment. The patient is doing well and is seeing (B)(6). There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
A review of the technical service on-site history showed no abnormalities that could have contributed to this event: laser was successfully verified prior and after the day of the event. No technical root cause could be determined, system is performing within specifications. (B)(4).

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).